Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior lumbar spinal fusion at l3-s1. It was reported that approximately 6 weeks after surgery, the s1 screw broke in half. Reportedly, the patient had no trauma-no fall, etc. No revision surgery is scheduled at this time. No patient complications were reported.